Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event of chipped adhesive on the light guide lens and objective lens occurred due to component failure of the device whereas a definitive cause for the reported event of foreign materials on the server plug in z-block) and distal end could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign objects on the server plug in (z-block), and distal end. Also, the adhesive around the light guide lens and objective lens has chipped. There was no patient involvement.